Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones due to high out-of-range pace impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) reviewed device data noting the measurements had been consistently high since the right ventricular (rv) lead was implanted several months earlier to replace a competitor lead that also exhibited out-of-range measurements. Ts provided suggestions for additional system evaluation though the physician elected to continue monitoring the system remotely. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
New information received indicates that surgical intervention was performed and the system was replaced.